Event description:
It was reported that a three way stopcock leaked. This malfunction occurred during infusion on a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection and leak testing were performed. During the leak test it was identified that there was a leak in the assembly between the tube and three-way clamp. The cause of the leak was a solvent dispenser failure during assembly. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.